Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer stated that her health care professional put her insulin pump in manual mode due to having low blood glucose level in the morning blood glucose in the 70 mg/dl and not low to her now she was having blood glucose of over 250 mg/dl after changes blood glucose in the 300 mg/dl, 400 mg/dl, 500 mg/dl. The customer was offered for troubleshooting for high and low blood glucose. The customer after eating has to take a lot of insulin to get it down insulin was flowing fine stated that she has not needed to take a manual injection but taking more insulin, so she was having to change it out more often. Customer declined stated that the insulin pump was working to alert her and giving insulin but she thinks her basal rates are incorrect for her needs data uploaded to care link. The insulin pump will not be returned for analysis.